Event description:
It was reported that during a parotid procedure, the device was not providing adequate compression. The tissue was milking out the distal end of the jaws while clamping down. The surgeon felt the device was not coagulating. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.